Event description:
The user alleges that the nurse reported having several events involving an endotracheal tube holder with a mallinckrodt tracheal tube, and the pt extubated the tracheal tube. The pt was reintubated and there was no pt compromise.